Event description:
A pt reported they were hospitalized for high blood glucose levels not associated with lifescan meter or strips, per pt. Their one touch ultra strips allegedly would not react or change color following the blood sample, which disabled the pt from receiving a blood glucose result. The result on their meter was 350mg/dl at 7:00am. The result on the dr's meter, (unk brand/type) was 420mg/dl at 8:15am. Both readings were compared to a lab result of 401mg/dl taken at 9:30am. Treatment was medication for diabetes; type not reported. No further info has been reported. No serious injury or allegation of harm.